Manufacturer narrative:
The company service representative examined the system was not able to confirm or replicate the reported event. The system displayed system message (sm) [vent speed failure] and sm [cassette calibration failed. Vent valve homing failed] and were found in the event log. The customer changed the cassette on the day of occurrence, and the issue did not repeat. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the system shut down on its own during a surgical procedure. The staff powered the system back up and it worked. There was no patient harm.